Manufacturer narrative:
Patient weight not made available from the site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative clarified that the reported event happened when the patient was anesthetized prior to registration. The system became unresponsive and registration was not possible using one of their navigation systems. They tried tried several reboots without success so they switched to another medtronic navigation system. The software archive was no longer available for evaluation. The site has not had any further issues.the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, tracer registration failed. In trouble-shooting, the site brought in a second navigation system and performed a successful registration. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.